Manufacturer narrative:
Device is a combination product. A 16 x 4.00mm promus premier stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage and movement on the balloon. Stent struts were lifted from the stent profile with stent struts stretched in a distal and proximal direction. The stent had moved on the balloon such that the distal end of the stent was covering the distal markerband and balloon cone and the proximal end was covering the proximal balloon cone and proximal markerband. The balloon wall seen beneath the damaged and moved stent were reviewed, and no issues were noted. The balloon appeared tightly wrapped and evenly folded and was not subjected to positive pressure. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no damage to the tip.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. During the procedure, the 16mm x 4.00mm promus premier stent struts were noted to be different than other promus premier stents and was deformed. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. During the procedure, the 16mm x 4.00mm promus premier stent struts were noted to be different than other promus premier stents and was deformed. The procedure was successfully completed with a different device without issue or patient injury.